Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition and device entrapment could not be replicated in testing environment as the difficulties were based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to device interaction during placement and deployment. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up reportwill be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, the sutures of the first proglide device were placed successfully. An attempt was made with a second proglide device; however, when the device was being removed after deployment, it became stuck and could not be removed. It was confirmed that the foot had retracted completely. The physician cut the pre-placed sutures from the first proglide as it was thought that the sutures from that device may have caught the second proglide causing the issue removing the device. However, after cutting and removing the sutures of the first proglide, the second proglide device still could not be removed. It was noticed that the suture of the second proglide had deployed, but would not release from the proglide device. The physician cut and removed those sutures and the device was able to be removed from the patient. There was no tissue/vessel damage. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.